Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. As such, surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted to address the issue.

Manufacturer narrative:
The report of discomfort at the ipg site was not able to be confirmed. Visual inspection of the device did not identify any anomalies or damage that would contribute to the reported issue. Normal pairing and bluetooth (ble) communication was observed. It was running the therapy application and functional. Bench testing did not reveal any stimulation anomalies when monitored on the oscilloscope. It was reported the discomfort was due to the location of the ipg. It was also reported the patient had an infection in the pocket. Both of these factors could have contributed to the issue; however, the root cause could not be conclusively determined. Note- reference MFR # 1627487-2020-01246 for infection in the ipg pocket.